Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause for the needle button released or hypergylcemia could be determined as the complaint could not be confirmed.

Event description:
The patient stated that the needle button released on its own over night and that this morning (B)(6) 2019 she had experienced hyperglycemia of 459.